Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure when another manufacturer's chronic right ventricular (rv) lead was plugged into the svc port on the cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedance measurements of greater than 200 ohms were recorded when in triad configuration. It was noted that when programmed rv to can, the impedance measurement was within range at 100 ohms. A 1.1 joule shock was administered in triad configuration and a normal shock impedance measurement of 54 ohms was observed. Subsequently the crt-d and another manufacturer's rv lead remain in service.